Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.